Manufacturer narrative:
The company service representative examined the system was not able to confirm or replicate the reported event. As a preventative measure (pm), the company service representative cleaned and checked connections. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during priming of the vitrectomy probe there was no cutting. The vitrectomy probe was exchanged and priming was completed with a new vitrectomy probe. Then during use of the new vitrectomy probe it would not cut. The device makes its normal noises. This is one of two reports from this facility. Additional information has been requested but not received.